Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The device was found out of specification in relation to the customer reported system error 345 which was reproduced. A review of the event history log identified system error 345. The reported condition was verified. The cause was determined to be the upstream thermistor was out of calibration. The upstream thermistor was replaced to correct this condition. Service evaluation found a delayed keypad response. The cause was identified to be a failed processor board which was replaced. A service history review revealed no indication that the parts replaced during servicing caused or contributed to either symptom. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed system error 345 (thermistor disparity) multiple times. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.